Event description:
It was reported, the video system center had an e226 (scope communication error) error code when used with the endoeye camera head. The monitor screen turned black for a few seconds. There was no more visibility of the operation field. The issue occurred during a cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.